Event description:
The customer reported that after removing the grounding pad at the end of the procedure, a burn was found on the patient's thigh where the pad had been placed. It was reported that a part of the pad peeled and stuck to drape when the position of the patient was changed during the procedure. The burn was described a first degree and treated with ointment. The patient is recovering well.

Manufacturer narrative:
(B)(4). To date, the incident device has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. The device instructions for use state if the patient is repositioned for the surgical procedure, verify that good pad-to-skin contact and cable connections have been maintained.